Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7) and neuron max 6f 088 long sheath (neuron max). During the procedure, a jet7 was dropped on the floor and became contaminated prior to use and therefore, it was not used in the procedure. Next, while making a pass using a new jet7, the physician noticed there was no clot in the tubing after approximately two minutes of aspiration. Therefore, the jet7 was removed to be flushed. After flushing, the physician noticed that the jet7 distal tip was expanded. The procedure was completed using a new jet7 and the same neuron max resulting in thrombolysis in cerebral infarction (tici) 2. There was no report of an adverse effect to the patient.